Event description:
The customer reported that only lead ii could be acquired and that 12 lead ECG did not work. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that only lead ii could be acquired and that 12 lead ECG did not work. There was no report of adverse pt impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.